Manufacturer narrative:
Product has been requested for evaluation however it has not been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Stellaris showed all good to go. Primed and tuned. No vacuum at all. Ultrasound worked. Seems like the tubing is plugged. Changed tubing and all worked fine. No patient harm.

Manufacturer narrative:
One collection cassette with tubing was returned in a plastic bag along with a bl5113a pack label. Visual inspection found the assembly dirty with fluid in the lines. The IV spike and drip chamber have been cut off and were not returned. Partial functional testing was performed using a syringe filled with water. The water was injected into the irrigation line and out through the tubing into the cassette. The tubing and cassette were not clogged as the water did flow easily through the tubing.